Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. . No UDI required as this device was out of production prior to the (B)(6) 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A center director reported an energy error during laser ablation. They were able to continue and finish the treatment. Additional information has been requested.

Manufacturer narrative:
At the visit on site the fse (field service engineer) checked the system. No abnormalities were found during check. He was not able to duplicate the error. System was found to meet specifications. The reported problem cannot be reproduced. Therefore no root cause for the reported error could be determined. (B)(4).